Event description:
It reported that, "upon torquing screw head, tip of screw driver sheared off."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.